Manufacturer narrative:
Additional contact information: (B)(6); occupation - biomed. A getinge field service engineer (fse) evaluated and stated that it would consistently fail the membrane differential pressure during the pneumatic module leak test. Fse replaced safety disk to fix the issue. Complete pm performed with full calibration. Unit passed all functional and safety tests per factory specifications. Unit returned and cleared for customer use. The defective components were received for further investigation. The failure analysis and testing department received the following parts safety disk, this part was received with a reported unit failure message of failing membrane diff. Pressure test. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual.the failure analysis and testing department could not verify the failure of failing membrane diff. Pressure test. Safety disk passed testing. Retaining the safety disk in the fat dept. As per procedure 0002-07-d008 rev al. The non-conformances with the returned components were not confirmed. Therefore, the root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) out of the box, the cardiosave intra-aortic balloon pump (iabp) unit during pneumatic module leak test the safety disk failed. There was no patient involvement.